Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number for the ntl75? What is the batch number for the ntlc75? Please explant what is meant by, ¿stapled steam leakage?¿ what device was used to create the common channel? What was used to close the common opening? Were gold reloads used or the gold setting on the device? What staple line was leaking? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was it difficult to return the knob to the home position? Was a leak test performed in the initial procedure? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak addressed during the re-operation?

Event description:
It was reported postoperatively less than 48 hours after surgery the patient showed a stapled steam leakage. Patient had to be re-operated. For this patient they used gold reloads. Procedure open colectomy.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: what is the lot number for the ntl75?unknown what is the batch number for the ntlc75? Unknown please explant what is meant by, ¿stapled steam leakage?¿ in the feze (functional side-to-side anastomosis), the blind end of the colon was open. This end had previously been closed with the ntlc75. What device was used to create the common channel? Electric knife what was used to close the common opening? Hand seam were gold reloads used or the gold setting on the device? No, blue reload was used what staple line was leaking? In the middle the "blind" end of the colon was open what color setting was selected on the device and what was the sequence of the firings? Blue and just triggered once what anatomical structures was the device fired on? Ileum and colon were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to fire? No how were the post-operative issues identified? Infection levels went up, patient became septic, gi secretions were in the drainage were there any issues noted with staple formation at any point throughout the care of the patient? No was it difficult to return the knob to the home position? No was a leak test performed in the initial procedure? No was the staple line visualized endoscopically during the initial surgical procedure? Yes how was the leak addressed during the re-operation? An ileostomy was initiated and the colon was discontinued blindly is the ileostomy temporary or permanent? Permanent.